Event description:
The reporter stated that "the mechanism inside the product that meters the fluid (flush device) was faulty." In one of two reported "faulty control mechanism" events, one pt received an over-infusion of heparin. No testing or treatment was performed as a result of the event, and no pt injury was reported.

Manufacturer narrative:
Three samples were received for evaluation. Testing of the returned product confirmed a high flow rate in the metering position of one sample. This was due to a void on the sealing surface of the body that allowed fluid to bypass around the plug. The flow rate was 276cc/hr during testing. The flush is rated as 3cc/hr. No root cause could be determined for the void. This product is 100% tested during MFR for flow. It appears that the unit was placed in the incorrect bin after testing. The two other samples tested correctly. The device history could not be reviewed without a reported lot number as a reference. Review of the complaint database indicates this is the only reported issue of this type for this product code in the past 24 months. Smiths was able to confirm the issue due a void in the sealing surface. This issue is being monitored for trend. No additional action is necessary at this time. Smiths recognizes that this report is not being submitted within the required timeframe as a result of an oversight in the regulatory department. MDR reporting deadline based upon the date the information was received was june 1, 2007. Smiths continues to be committed to regulatory compliance and will make every effort to ensure that this does not recur.